Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization due to high blood glucose. The customer's blood glucose was 416mg/dl at the time of incident and current blood glucose 326 mg/dl. Trouble shooting was performed and found customer was using the insulin pump at the time hospitalization. Customer was working outside and then in the pool and emergency room assumed it might be exhaustion but by this time customer had been experiencing high blood glucose levels. Customer was treated for diabetic ketoacidosis. Customer declined to continue trouble shooting for possible occlusion and high blood glucose. Advised that device and equipment seem to not be issue. Advised to talk to healthcare professional about possible site concerns and if samples are needed to call back. Advised of online resources as well. The insulin pump will not be returned for analysis.